Manufacturer narrative:
(B)(4). The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot, loose drive support disk and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer states they are unable to remove the battery cap on their pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.